Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm and an off no power alarm. The customer stated that the insulin pump kept dying. The customer reported that the insulin pump had a blank display. The customer's blood glucose was around 250 mg/dl at the time of incident. The customer's blood glucose was 165 mg/dl at the time of call. The customer stated that they were unable to check the alarm history due to the blank display. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No battery out limit alarm or blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and stained end cap sticker.